Event description:
The patient reported communication issues between the implant and the external equipment. The pt was seen by an advanced bionics representative for device evaluation and confirmed the problem. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator.